Manufacturer narrative:
The technician replaced the brake caster to repair the stretcher.

Event description:
Info received indicates the brake caster will lock when in brake but continues to swivel if pushed on from the side.